Event description:
An x-ray was taken of the pt who claimed back pain. They found a 22g introducer spinal needle in the pt's body who had surgery with spinal anesthesia 4.5 years ago in this hosp. The hosp estimates that the introducer needle found in the pt's body is the one used when the pt had an operation for myoma of the uterus on 5/29/1995. "No lt number" or positive identification that it was a bd needle is available.